Event description:
It was reported by service report that the siderail could become unlatched during use due to missing compression springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.